Event description:
It was reported the patient's blood glucose level rose to 500 mg/dl while wearing the pod between 5 and 24 hours. When removed from the infusion site, the pod's cannula was found bent. In addition, the pink slide did not move forward indicating that there was a needle mechanism failure. The patient went to the hospital for hyperglycemia. Symptoms included blurred vision, headache and vomiting. The patient was treated with insulin and a new pod was applied. The length of visit was 6 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported needle mechanism failure, bent cannula and hospitalization for hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.